Event description:
Reporter stated that in 2004, the pt was found deceased in their home by a neighbor. Reporter stated that pt's blood glucose and ketones could not be determined because the pt had been deceased too long when their body was found (the date of the death occurred was not provided). However, a fluid sample from the eye was taken for testing, and the results would be available in three weeks. Reporter stated that pt's cause of death was unknown at that time. The following month, the reporter provided additional information about the event: pt's cause of death was determined to be a high count of ketoacidosis and insulin deficiencies; however, final results were still pending.